Manufacturer narrative:
Plant investigation: the actual device was returned for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. The cycler underwent and passed a valve actuation and system air leak test, a patient sensor calibration check, and a mushroom head check. The cycler tested positive for glucose. A post-accelerated stress test (ast)/simulated treatment was performed and completed on the cycler. The treatment failed due to long drain times. An internal visual inspection found evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. The inspection also found the hp1 filter to be clogged. It was replaced with a clean filter and a second post-ast was initiated. The second test failed due to an m30 balloon valve leak warning during set up. The hp2 filter was also found to be clogged. This filter was replaced with a clean filter and then a third post-ast was initiated and completed without failures. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and found that a fluid leak was previously investigated on 07/08/2019. The mushroom head check passed during that investigation. The DHR review verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient¿s contact reported to technical support (ts) that a fluid leak had occurred during a patient's peritoneal dialysis (pd) treatment. The patient¿s machine had displayed multiple air detected in cassette alarms followed by volume error warnings in dwell 3 of 4. The alarms could not be bypassed, and the patient¿s contact was advised by the ts representative to re-setup with new supplies. When the cassette was removed from the cassette door, fluid was observed leaking out. The exact source of the leak was unknown, and no reported damage was found on the cassette. The ts representative advised the patient¿s contact to discontinue use of their cycler. A replacement cycler was issued to the patient. The patient did not complete treatment. Upon follow up with the patient¿s contact, it was confirmed that they are trained on performing stat drains, as well as pd therapy if needed. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient received their new cycler and is continuing pd therapy on the replacement machine with no further issues. The cassette used by the patient was not available to be returned for evaluation. The old cycler was picked up and returned to the manufacturer for physical evaluation.